Event description:
The hospital biomedical engineer was notified of the event and was able to recover the arrhythmia memory from the co's monitor before the channel was cleared along with copies of the last recordings documented in the pt records. These are attached along with his notes. The biomed checked the battery in the transmitter and found the open circuit voltage to be approx. 2.5vdc. Co's csr responded and performed a functional test of the tm system with a fresh battery in the transmitter and found it operated to specifications. The battery current drain on the transmitter was within specifications<9.0ma. The user selected audible low battery alarm was found turned off. The original battery tested at 4.25vdc open circuit and 1.25vdc in circuit.